Event description:
Additional information received indicated there were no allegations against the alp itself.

Event description:
It was reported that the patient presented in clinic. It was noted the atrial leadless pacemaker (alp) had reached the elective replacement indicator (eri). It was noted that the alp reached eri due to poor programming. The alp was explanted and replaced. There were no adverse consequences to the patient reported.